Event description:
During embolization of a 3.2*2.9mm anterior communicating aneurysm the orbit galaxy coil ((B)(4)/16034544) detached prematurely after it was pushed out from the microcatheter into the aneurysm. The surgeon established access and then positioned the first coil, an orbit 3*4mm (details unknown) smoothly. The surgeon continued to position the second coil, the orbit galaxy ((B)(4)/16034544). This coil detached automatically when the coil was pushed out from the microcatheter. The main part of the coil has already advanced into the aneurysm. The surgeon removed the wire and used a micro wire to push the remnant part into the aneurysm. There was no adverse patient impact.

Manufacturer narrative:
Additional information received 11/30/2014: an adequate continuous flush was maintained through the microcatheter. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance at any time during advancement of the coil through the microcatheter. There were no kinks in the microcatheter that may have contributed to the event. There was no resistance when the coil was advanced, repositioned, or withdrawn. Coil entanglement with previously placed coils is not suspected to have contributed to the event. The coil stretched prior to prematurely detaching. Product investigation: a non-sterile orbit mini comp fill 2.5x3.5 was received inside of a plastic bag. The embolic coil was not included. The hypotube was inspected and it was found without damage. The introducer was received zipped and it was found without damage. The support coil, gripper embolic coil were received inside of introducer while the embolic coil was not returned. The support coil and gripper were found without any damage. The gripper was inspected under microscope and it was found without damage. No obstructions or damage was noted on the purge hole and gripper also marks of the embolic coil were attached to the gripper can be observed. The functional test could not be performed due to embolic coil was not returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failures reported could not be evaluated because the embolic coil was not returned for evaluation. However, neither the analysis nor the DHR suggest that it could be related to the manufacturing process; additionally inspections are in place that prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
Review of DHR for lot 16034544 revealed no issues that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.